Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product typep: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient receiving an unknown drug at an unknown concentration and dosage via intrathecal drug delivery pump for intractable spasticity and multiple sclerosis. It was reported that the patient's pump had been reduced 15% and as a result of the reduction was causing severe withdrawal symptoms. The reduction was due to the catheter line being displaced and pressing along the side of their spine. The healthcare provider (hcp) put medication back up to what it had been for many years.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.